Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its lidstock. A half of a clip broken in half at the hinge was returned loose. The cartridge and the loose half of the clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the other half of the clip with the pierced bosses was in the cartridge and there were no intact clips remaining. The clip broken at the hinge appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the clip to break in half at the hinge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips broke after loading" was confirmed based upon the sample received. The cartridge was returned with a clip broken in half at the hinge. The sample was reviewed with an r & d engineer. Although the reported complaint issue was confirmed, it could not be determined exactly how or what caused the clip to break in half at the hinge. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that a clip got broken right after it was loaded. A new clip was used. No clips fell in the patient.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken right after it was loaded. A new clip was used. No clips fell in the patient.